Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. While the physician was attempting to implant the 2.5x32mm taxus liberte stent within the calcified circumflex (cx), the distal end of the stent struts became flared. The stent was removed and the procedure was completed with another of the same device successfully. No pt injuries or complications were reported. Pt condition listed as "fine".

Manufacturer narrative:
(B)(4).